Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction to failure analysis (fa): intuitive surgical, inc. (Isi) did receive force bipolar instrument to perform fa. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument was contacted to the erbe generator and passed bipolar energy recognition. The instrument was connected to an in-house bipolar cautery cable on an in-house system and passed the energy delivery test. The instrument was fully functional. Additional observation not reported by site: the instrument was found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 0.51 mm. The grips were not found to be cracked.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive force bipolar instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 0.51 mm. The grips were not found to be cracked. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. A review of the provided images was performed by an isi failure analysis engineer. The following additional information was provided: the force bipolar instrument had a dislodged grip tang in the pictures.

Event description:
It was reported that during a da vinci-assisted isolated nissen fundoplication surgical procedure, the force bipolar instrument was not working properly. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no damage or anything out of the ordinary. The procedure performed was flank hernia. The surgical task performed with the instrument when the problem occurred was grasping a needle. The problem with the device did not occur after a system error. The target tissue was muscle. The jaws were stuck on the tissue when the problem occurred. Intra-abdominal assistance with the needle holder was used so that the instrument opens. No unlock key or mechanism was used. Another instrument was used to open the jaws, specifically the needle holder. Intra-abdominal assistance with the needle holder was used so that the instrument opens and this is how the instrument was removed from the tissue. There was no unexpected tissue removal. No additional tissue removal led to a successful, acceptable surgical result. Photographic images of the device are available for isi verification. The instrument was not in strong grip mode at the time of the event. The only anomaly detected on the instrument is that the gripping surface does not touch each other. There was no unconscious collision with other instruments or tools.